Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) on the right atrial (ra) lead due to a sudden jump in impedance to greater than 3,000 ohms. During review an atrial tachy response (atr) episode revealed an odd behavior with right ventricular (rv) paces. There were some with very low amplitudes and then they would return to normal. Additionally, it was discovered that right ventricular automatic threshold testing was running three times the recommended timeframe which likely has lead to the higher power consumption since. This is likely due to the system being in suspension, requiring higher outputs. The involved leads are non-boston scientific products. No adverse patient effects were reported. This pacemaker remains in-service.

Event description:
This report is being submitted to provide updates to the evaluation coding.